Event description:
It was reported that an ilet user experienced dexcom g7 sensor signal loss with intermittent communication failures, creating concern that insulin dosing might be affected; the user¿s blood glucose was 238 mg/dl, and the user replaced the sensor after speaking with dexcom, which arranged a sensor replacement. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, with the implicated component described as the antenna within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.